Event description:
It was reported that the femoral impactor pad broke during final implant impaction. The surgical technique was utilized. There was no surgical delay. Another device was used to complete the procedure. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4) g2 : foreign country: australia. Attempts have been made to gather all product identification information and no further information has been provided. The event is confirmed. No devices were received. Photograph provided confirms that the pad is fractured. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.